Event description:
It was reported by service report that the brakes were not holding; foot end jack would not lower from the raised position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam.